Manufacturer narrative:
H6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Event description:
It was reported the during a meniscus repair surgery, the fast-fix 360´s t2 implant deployed simultaneously after the t1 was implanted. The ts were not deployed though the meniscus and were removed from the patient. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Event description:
It was reported the during a meniscus repair surgery, the fast-fix 360´s t2 implant deployed simultaneously after the t1 was implanted. The ts were not deployed through the meniscus. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).